Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. A 8mm x 2.00mm nc quantum apex balloon catheter was advanced towards the lesion. Upon inflating the device at unknown number of inflation, the balloon ruptured at 15 atmospheres. The device was removed intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: the device was returned for evaluation. Returned product consisted of a nc quantum apex balloon catheter with no original packaging. There was blood and contrast in the inflation lumen and the in the balloon and multiple hypotube kinks were noted. The device was soaked in a water bath to loosen the contrast prior to functional testing using an inflation device filled with water connected to the inflation port. The device was inflated and small balloon pinhole was found over the distal markerband. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no damage or irregularities. The reported balloon burst was confirmed; however, and there were no material or manufacturing deficiencies noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 8mm x 2.00mm nc quantum apex (tm) balloon catheter was advanced towards the lesion. Upon inflating the device at unknown number of inflation, the balloon ruptured at 15 atmospheres. The device was removed intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.